Manufacturer narrative:
Initial and final MDR 1880560-MDR 3003442380-2024-06661-device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced that the infusion set leaked. The first occurrence occurred on (B)(6) 2024 and the second on (B)(6) 2024 the infusion set was used for 3 days.the patient replaced the infusion set and insulin was resumed successfully. No further information was available.